Manufacturer narrative:
Initial reporter telephone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis which was manifested by turbid liquid. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized. The same day as event onset, the patient began treatment with oral ciprofloxacin (500 milligram, once a day, for five days) and oral clindamycin (600 milligram, three times a day, for 22 days) for peritonitis. At the time of this report the patient was recovered from the peritonitis event (22 days after event onset). Pd therapy was ongoing. No additional information is available.